Manufacturer narrative:
UDI number added.

Event description:
The customer reported that the screen was frozen. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.